Event description:
Ciba vision, a novartis companys sells "clear care" no rub contact lens solution. Major pharmacy chains. But it contains hydrogen peroxide 3% as its major ingredient. This morning rptr used it for the first time just like rptr would use other products. It burned eyes so badly, until then rptr read the instructions carefully and discovered it is hydrogen peroxide. All the other products on the market never ever burned rptr's eyes. Since contact lens solution is used by people of all ages, this could be a very dangerous product on the market, especially to the kids.

Event description:
Clear care contains hydrogen peroxide 3% as its major ingredient. This morning rptr used it for the first time, just like they would use other products. It burned their eyes so badly, until then rptr read the instructions carefully and discovered it is hydrogen peroxide. All the other products on the market never, ever burned rptr's eyes. Since contact lens solution is used by people of all ages, rptr feels this could be a very dangerous product on the market, especially to the kids.